Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages/check therapy pad messages) has been confirmed. As received, the belt unable to complete an ECG falloff test. Upon investigation the electrode belt lead 1- wire in the ECG "c&d" cable was pinched causing the ecgs to be non-functional. The root cause for the pinched wire could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrodes and adjust belt messages.